Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that they recently experienced a low blood glucose level possibly due to the infusion set. Customer's parent stated that the tubing snapped off from the top of the reservoir. Customer experienced the low episode in school after gym class. Customer mentioned that reservoir was completely empty and may have over delivery of insulin. Blood glucose level at the time of the call was in the 50's mg/dl and treated with glucagon. Customer completed troubleshooting. The reservoir will be replaced and returned for analysis.

Manufacturer narrative:
Findings: pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test. Pump was programmed with multiple boluses and monitored. Pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. Pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.